Event description:
The incident occurred as part of a surgical procedure designed to address a pair of cavernous malformations in the pts left temporal lobe. The first step in the procedure is to locate a series of points on the surface of the pts head (skin). These points are called the initial registration. These points create a reference between the anatomical images in the viewpoint and the pt tissue. The second step in the operation involves rolling back a section of the skin and scraping the fascia tissue from the skull. This is a fairly vigorous activity. At this point it was noted that the mayfield (head holder) was not securely fastened to the operating table. The mayfield was re-secured to the table. The fact that mayfield was loose and may have moved during the skin removal procedure was not communicated to the operators of the viewpoint. Next a second set of points is acquired (backup registration). The purpose of these points is to identify landmarks on the newly visible portion of the pt tissue (the old landmarks are on the skin which has just been removed). These points are acquired under the assumption that the relationship between the camera and the pt has not changed. At this point a section of the skull is removed in the general area of interest. The next step is to use the viewpoint system to guide the location of the subsequent incision. The desired location was found on the viewpoint screen and the probe was moved to the appropriate location on the cortex. An incision was made through the surface of the cortex. The incision did not reveal the targeted cavernous malformation. At this point the operator noted the error and attempted to ascertain the cause. Review of the procedure indicated that the mayfield was retightened at the time of skin removal. The operator recognized the possibility of localization of the probe. The estimated error was approximately 1cm to 1.5cm. (Distance from the actual incision to the location of the malformation.